Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver log was reviewed and no errors were observed. The device was determined to be operating within the required specifications without malfunction. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4) the complaint device was received. Results are pending completion of evaluation. A follow up report will be submitted upon completion of investigation.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that the receiver displayed initializing screen without manual restart on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.